Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing detached from the connector. The patient's blood glucose level was 298 mg/dl at the time of the event. The infusion set had been used for one day. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.